Event description:
On 03.05.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to a hospital on (B) (6) of 2008 and transferred to another hospital on (B) (6) of 2008. While hospitalized, the pt was alleged to be administered heparin during an angiogram procedure on (B) (6) of 2008 and during a cardiopulmonary bypass procedure on (B) (6) of 2008. Postoperatively, the pt allegedly suffered a stroke and began to have other symptoms consistent with the hypersensitivity-type adverse reactions associated with contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.